Event description:
Customer reported during chemo infusions threads for the male luer on administration set and phaseal female luer connection prematurely disconnected. No product set was saved when this occurred. No pt harm reported. Typical pt/product configuration for chemo infusion: pt...(B)(4)...phaseal connector luer lock # 35...alaris set (B)(4). Customer stated that no further pt or event information is available.

Manufacturer narrative:
(B)(4). Unable to determine the cause of the customer's reported premature disconnection of the male luer on the administration set and the phaseal female luer. The customer stated the set will not be returned because it was not saved.